Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63-hardware low level failures. The customer reported blood glucose value of 436 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen. The event involved product(s) mmt-1781k. Troubleshooting was performed. Customer reported receiving a pump error and experienced high blood glucose. It was unknown whether the auto mode feature was on at the time of incident. It was unknown whether the customer had been using insulin pump within 48 hours of reported event. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. No further patient complications were reported. Mmt-1781k was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. Proceeded with the following testing to assure proper functionality of the unit. Unable passed self test and displacement test. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review pump error 63 alarm confirmed in (adapt) history download on (B)(6)2024 at 10:32:38 and at 11:01:48. File number = 37 and line number = 367. Per software engineering log, pump error 63 was generated due to the rf chip initialization error. In addition, pump error 53 was noted on (B)(6)2024 at 10:33:24. (File/line number: (B)(4)) per software engineer log, error 53 is triggered when pump attempts to re-initialize/establish communication to the rf chip. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. No moisture damage or electronic anomalies noted during deconstructive analysis. Isolate to electronic assembly. Unit also received pillowing keypad overlay, cracked keypad overlay at select button, stained keypad overlay, scratched case and serial number label missing. In conclusion, the customers concern for pump error 63 was confirmed when adapt tool reveled is presence on complaint event date. Pump error 63 is possibly a hardware error with twi interface or with (B)(6) chip. Pump error 53 was also noted in adapt download history files. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.